Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The customer did not provide the lot number pertaining to this event, therefore a device history record search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. From the analysis of the rdf, it seems that this may have been an undetected saturation. The saturation algorithms are active in a steady-state situation, which means that, in general, any interruptions of the normal procedure will suspend them for a certain period of time. This failure could also be donor-related. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.